Event description:
The facility representative reported a colleague volumetric infusion pump with a reported condition of "channels failing. Sets in the channels and failing" during patient use. This event occurred in the recovery room. No patient injury or medical intervention resulted from the event. No additional information was available at this time.

Manufacturer narrative:
(B) (4)the software version for this device is currently not known.

Event description:
The customer reported being only able to acquire lead 2 of the 12-lead ECG signal.

Manufacturer narrative:
(B) (4)there is a CAPA investigation associated with this report. The CAPA number is -CAPA-(B) (4). There is a fca number associated with this complaint.

Manufacturer narrative:
(B) (4). The user interface module master software (B) (4), categorized as unremediated. The pump was received and evaluated by baxter. The reported condition was confirmed but could not be duplicated. The channel a air in line printed circuit board is out of calibration. All channels have traces of dried fluid. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. Vascular access was obtained contra-laterally to the target lesion. The 90% stenosed de novo lesion was located in the moderately tortuous and severely calcified left common femoral artery to superficial femoral artery. The physician advanced the 3.0mm x 40mm sterling monorail balloon to dilate the lesion. Upon the third inflation the balloon was partially inflated to 10atms and the balloon ruptured. The device was removed from the patient intact. The physician then advanced a bsc 1.5cm x 4mm peripheral cutting balloon to the lesion and upon the seventh inflation the balloon ruptured at 10atms. The cutting balloon was removed from the patient intact. The procedure was successfully completed with a 5.0mm x 20mm sterling and a new cutting balloon. There were no patient complications and patient's current status is reported as good.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder was intermittently working. They had to keep on "wiggling" the connection for it to work. They were able to complete the procedure with the same unit. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
(B) (4) the device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.